Event description:
It was reported that there was non hemodynamic noise on the right ventricular (rv) lead in some stored high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead was observed with intermittent ventricular oversensing on stored high rate episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.